Event description:
Philips received a complaint on the v60 ventilator indicating an error code 1122: blower temperature high occurred. The system was in clinical use; there was no reported harm to patient/user. A philips remote service engineer (rse) advised the customer of the necessary part replacements (blower assembly and motor control board), which are currently backordered. The parts will be replaced by a philips field service engineer (fse) once available.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered blower assembly and mc board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.